Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon burst. A stingray lp catheter was selected for use in the left anterior descending artery. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found no damage or irregularity to the device. Microscopic inspection found that at 9.1cm proximal from the tip of the device, the shaft was slightly kinked, and the guidewire lumen was punctured indicating an interaction with a guidewire. There was blood in the guidewire lumen and the inflation lumen. Product analysis confirmed the reported event, as the guidewire lumen was punctured.

Event description:
It was reported that the balloon burst. A stingray lp catheter was selected for use in the left anterior descending artery. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.